Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600i synchron access clinical system. The fse inspected the instrument and found the sodium adc (analog to digital converter) calibration values for level 1 were out of range. The fse determined that the failure mode was due to faulty carbon bridge. The fse cleaned the flowcell, modular chemistry (mc) probe and replaced the carbon bridge to resolve the issue. No further issues were noted after replacement of carbon bridge. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Component code 4756 is used for the carbon bridge. Beckman coulter internal identifier is (B)(4).

Event description:
The customer questioned ise (ion selective electrode) patient results for sodium (na), chloride (cl), calcium (ca), potassium (k), and carbon dioxide (co2) due to the generation of false low anion gaps on their dxc 600i clinical chemistry analyzer system. The samples were repeated on a different analyzer and obtained results considered correct by the customer. The erroneous results were not reported outside the laboratory. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.